Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced a false upstream occlusion alarm despite proper clamps were opened on the secondary line and closed on the primary. It was also stated that back-priming was able to be completed, the port was flushed without incident and the bags were hanging at the proper heights. Pump was pulled from service after the event. The event occurred during a patient infusion of trastuzumab (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.